Manufacturer narrative:
H10: the involved bubble sensor detector 1/4, received at livanova japan, was tested extensively using tap water and physiological saline without reproducing the reported issue. The device was found to work properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of poor response of a bubble detector during operation check before use. The detector was replaced with another 1/4 sensor and the new sensore behaved as expected. There is no report of any patient injury.

Manufacturer narrative:
Livanova deutschland manufactures the sorin s3 bubble detector. The incident occurred in japan. Follow up with the customer did not provide any further information. The bubble sensor 1/4 was received at livanova japan. Initial operation check found it working properly. Additional investigation is still on-going on the device.. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: based on results of extensive tests done on the involved unit by livanova techincian, device malfunction can be excluded and event occurred could be related to user perception in evaluating air bubble size that should be detected by sensor.

Event description:
See initial report.